Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
As part of a user facility report it was reported that one of the two pipes of the ponta supply unit had come loose, slipped down, and hit the floor. Furthermore, the threaded rod came out of the loosened pipe and also hit the floor. As a result, the equipment rack with the drawers underneath the monitor was tilted towards the patient. The patient was quickly moved away. No injury to the patient or staff has been reported.

Event description:
As part of a user facility report it was reported that one of the two pipes of the ponta supply unit had come loose, slipped down, and hit the floor. Furthermore, the threaded rod came out of the loosened pipe and also hit the floor. As a result, the equipment rack with the drawers underneath the monitor was tilted towards the patient. The patient was quickly moved away. No injury to the patient or staff has been reported.

Manufacturer narrative:
The affected ponta had already been repaired and put back into operation by the customer before dräger service became involved. The exact course of events could therefore no longer be traced. However, based on the reported fault pattern, it can be assumed that the cause was an incorrect position of the threaded rod inside the pipe. As described in the installation instructions, a defined torque and a minimum thread length are required for correct installation of the pipe. If the position of the threaded rod is not correct, the specified torque can be applied to the pipe, but if the thread overlap is too small, the pipe may come loose during subsequent use. The investigation could not conclusively clarify whether the incorrect position was caused by a manufacturing error or a subsequent modification on site. Appropriate repair instructions for the correct installation and adjustment of the equipment rack are available. The equipment rack is mounted on the traffic light head with two pipes. Several devices can be mounted on the equipment rack until the maximum permitted load is reached. If one of the two pipes loosens, the equipment rack may tilt. A bracket mounted between the pipes does not prevent this, but parts could fall as a result of the inclined position. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.